Manufacturer narrative:
Initial medwatch submitted to the FDA on 07/sept/2022.a review of the device labeling notes the following:the current orbera365¿ intragastric balloon system directions for use (dfu) addresses the known and anticipated potential event of "stomach perforation / erosion and early removal" as follows:the igb is composed of a soft silicone elastomer and is easily damaged by instruments or sharp objects. The igb must be handled only with gloved hands and with the instruments recommended in this document.each physician and patient should evaluate the risks associated with endoscopy and intragastric balloons (see complications below) and the possible benefits of a temporary treatment for weight loss prior to use of the orbera365¿ system.to prevent ulcers and control gastroesophageal reflux symptoms, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to igb placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after igb placement if nausea and/or vomiting are present. A starting full dose daily regimen of an oral ppi should be continued as long as the igb is in place. Other medications that are started prophylactically should be continued after igb placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage.the risk of intestinal obstruction may be higher in patients who have had prior abdominal or gynecological surgery.the risk of intestinal obstruction may be higher in patients who have a dysmotility disorder or diabetes.the physiological response of the patient to the presence of the orbera365¿ system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response.each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, acute pancreatitis, spontaneous inflation, ulceration, gastric and esophageal perforation, and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms.possible complications of the use of the orbera365¿ system include:· death due to complications related to intestinal obstruction, gastric perforation, is possible.· pregnancy or breast-feeding contraindicates use of this device. Should pregnancy be confirmed at any time during the course of treatment, the device should be removed as soon as it is safely possible.· gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon.· continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.· spontaneous over inflation of an indwelling balloon with symptoms including intense abdominal pain, swelling of the abdomen (abdominal distension) with or without discomfort, difficulty breathing, and/or vomiting. Patients experiencing any of these symptoms should be counseled to seekimmediate care.· patients with an igb that present with severe abdominal pain that have a negative endoscopy and x-ray may additionally require a CT scan to definitively rule out a perforation. · note that continued nausea and vomiting could result from direct irritation of the lining of the stomach, as a result of the balloon blocking the outlet of the stomach, or hyperinflation of the balloon.additional information:the device has not been returned for analysis. A device history record (DHR) review is pending for reporting purposes. There were one other complaint in the apollo database against this lot number, af04873.

Event description:
The patient had symptom of pain and it was found that balloon got perforated in the patient stomach was remove successfully. Patient is doing well.